Event description:
It was reported that the brakes will not hold and the left wheel continues to loosen.

Manufacturer narrative:
It was reported that the brakes will not hold and the left wheel continues to loosen. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated with additional information in the following sections: a2, a3, a4, b3, g3, g6, h2.